Event description:
It has been reported that the omnipod personal diabetes manager (pdm) was very hot to the touch, there was a message on the screen saying that the pdm is overheating and to remove the battery.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.